Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint of withdraw difficulty was confirmed empirically based on the reported event description. In this case, the available information suggests that procedural factors (altered balloon profile) likely contributed to the event and subsequent surgical cutdown. The crimped thv has a larger diameter once it's aligned onto the delivery system balloon. Therefore, it's possible that the larger profile may lead to increased interaction with the sheath tip, potentially causing additional resistance during withdrawal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tmvr in a previously implanted surgical valve. As reported, the operators were unable to cross the septum. The cause was that the balloon was too small of a balloon. During withdrawal, there is no way to get the valve back in the sheath at external iliac. The valve was on the commander, and they thought it went back into the sheath partially. The initial valve had to be removed by surgical cutdown. After commander and esheath removed. The 2nd attempt was successful due to bigger balloon used. There are no photos of the devices are available. There was no damage noted on the devices. The sheath and commander were discarded by hospital staff. There was no patient injury. The patient was stable and discharged home the following day.